Manufacturer narrative:
The manufacturer site name and address were unknown. The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the blade device broke easily. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing site name and address were documented as unknown in the initial report and have been updated accordingly. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 9/22/2014. Therefore, the UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number: the device lot number was unknown in the initial report. Upon receipt of the device, the lot number was identified as ma1010. The UDI has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that generally, during normal use; the saw blade device becomes dull overtime but does not break in two. It was determined that the device broke due to excessive force. The assignable root cause was determined to be due to improper handling which is misuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.